Manufacturer narrative:
(B)(6) comment dated (B)(6) 2022: this case involves an unknown age and unknown gender patient who had total knee replacement with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one].based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Total knee replacement ([device effect incomplete]). Initial information received on (B)(6) 2022 from canada regarding an unsolicited valid social media serious case received from a consumer/non-hcp. This case involves an unknown age and unknown gender patient who had total knee replacement with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received synvisc one injection (lot, expiry date strength, dose, route, frequency and indication - unknown). Information on batch number was requested. On an unknown date after an unknown latency patient had synvisc one for about two years, relief of about 50% that lasts 4 months and not 6 as expected (device effect incomplete). Very expensive indeed, even if insurance paid for half of it. Then it ended up with a total knee replacement (knee arthroplasty) (medically significant). Action taken: not applicable. Corrective treatment: not reported. Outcome: unknown. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Total knee replacement [total knee replacement] ([device effect incomplete]). Case narrative: initial information received on 05-dec-2022 from canada regarding an unsolicited valid social media serious case received from a consumer/non-hcp. This case involves an unknown age and unknown gender patient who had total knee replacement with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), and family history were not provided. On an unknown date, the patient received synvisc injection, liquid (solution) (strength: 16 mg/2 ml) (lot, expiry date dose, route, frequency and indication - unknown). Information on batch number was requested. On an unknown date after an unknown latency patient had synvisc one for about two years, relief of about 50% that lasts 4 months and not 6 as expected (device effect incomplete). Very expensive indeed, even if insurance paid for half of it. Then it ended up with a total knee replacement (knee arthroplasty) (medically significant). Action taken: not applicable. Corrective treatment: not reported. Outcome: unknown. A product technical complaint (ptc) was initiated on 05-dec-2022 for synvisc (batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available. Ptc stated: complaint: without / not enough effect. Based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (B)(4) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events to determine if a CAPA (corrective and preventive action) is required. The final investigation for the ptc was completed on 31-dec-2022 with summarized conclusion as 'no assessment possible'. Additional information was received on 31-dec-2022 from quality department via other healthcare professional. Suspect strength, formulation and ptc results were added. Text amended accordingly.